Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4). Reference report number 2032546-2025-00098 for the case of cystoid macular edema associated with the trabecular microbypass stents in the left eye (os).

Event description:
Through follow-up, the following additional information was received. Per report, the intracameral implant was successfully explanted last week. This report references the case of cystoid macular edema associated with the trabecular microbypass stents in the right eye (od).

Event description:
It was reported that following bilateral trabecular microbypass stent system in conjunction with intracameral implant procedures (ou), the patient presented postoperatively with cystoid macular edema (cme) in both operative eyes (ou). Reportedly, the patient's intraocular pressure (iop) in both eyes remains high, and is being treated with steroids. Per report, the surgeon plans to explant the intracameral implant devices and was seeking counsel. A medical expert consultation was offered but a response was not received. Additional information has been requested. This report references the case of cystoid macular edema associated with the trabecular microbypass stents in the right eye (od).

Manufacturer narrative:
Additional information: b3: awareness date used as event date. D6(a): best estimated implant date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Macular edema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Macular edema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report number 2032546-2025-00098 for the case of cystoid macular edema associated with the trabecular microbypass stents in the left eye (os).